Manufacturer narrative:
Other text: d4: lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided therefore no device history report (DHR) review could be completed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during manipulation the tube became pierced or punctured. This caused the balloon to non-inflate. Patient involvement is unknown. Additional information was requested; however, no further specific details on this incident were received. Item lot number is unknown. No patient injury or adverse affects were reported.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI.**UDI related data quality updates only**